Event description:
It was reported that a patient presented with right ventricular (rv) lead noise. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures however an internal short was noted between the inner coil and ring electrode cables due to damaged consistent with procedural damage. Additional findings observed during analysis that are unrelated to the reported event. Final analysis found external insulation abrasion breaching the optim sheath at 40.3 cm to 41.2 cm from the distal tip. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
Sn: (B)(6) this report is to advise additional findings observed during analysis that are unrelated to the reported event. External insulation abrasion was found on the lead.